Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms while inside customer's sweatshirt pocket. Blood glucose level was impacted (460 mg/dl) and was addressed by administering manual injections. Reportedly, the customer would remove the pump from the pocket, but will reoccur when the pump is put back in the pocket. The pump was not within abnormal temperature conditions. It was indicated that the customer would administer manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.